Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found the device to be at end of service (eos) upon receipt due to an anomalous integrated circuit (ic) resulting in high current drain and premature battery depletion. No other issues were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.